Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 was failed and not detected on bus. A field service engineer shut down the station and reseated the row board cable at controller on both drawers. Tested in hardware test application and performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name (B)(6) hospital.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer 5.1 was failed and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. Customer tried to reboot and recover the drawer, but issue doesn't resolve. However, there were no adverse events or injuries reported based on this event.